Event description:
It was reported that prior to the implant of a transcatheter valve, the left femoral artery was unable to be "parked" using a non-medtronic (perclose) closure system which was attempted twice. Therefore, the access site was switched from the right femoral artery to the left femoral artery. A pre-implant balloon aortic valvuloplasty (bav) was performed. The deployment of the valve was attempted twice and recaptured following each deployment attempt. Upon the third deployment attempt, the implant depth was adjusted and the valve was fully deployed at an optimal implant depth. Upon delivery catheter system (dcs) removal, tension was not applied. A non-medtronic (dryseal) sheath was inserted, and damaged at the access site was observed. Subsequently, surgical repair was performed to address the damage and the procedure was completed. Additional information was received that the valve was recaptured twice because during the first deployment attempt, the position of the valve was too shallow which presented risk of dislodgement. Upon the second deployment attempt, the valve was positioned too deep. The type of damage observed at the access site was a perforation. The minimum diameter of the access vessel was 8.1 x 9.5 millimeter's. It was reported that it was unknown when the perforation occurred; however, it was noted that the non-medtronic closure device (perclose) could not stop the bleeding, so the vessel was repaired. The perforation was first confirmed when the vessel was exposed by cut-down. Per the physician, the cause of the perforation was due to the non-medtronic closure device or the non-medtronic (dry seal) sheath. Per the physician, the dcs did not cause or contribute to theperforation. Additional information was received that in the preoperative plan, the right transfemoral artery was the main approach. During the procedure, the left side could not be closed with the non-medtronic (perclose) closure system that was attempted twice. At this point, the possibility of repair was considered, but since no injury was confirmed and hemodynamics were stable, the procedure continued. It was reported that to avoid the possibility of repair on both sides, if something were to happen on the right main plus the left side had injury from the non-medtronic (perclose) closure device and possible repair, the left femoral artery was chosen as the main approach. At the point of no recapture (ponr), the position was shallow, so recapture was performed due to the risk of dislodgement upon deployment. There was no actual dislodgement during implantation. The perforation was confirmed at the end of the procedure after dcs removal, when the pre-close was checked but hemostasis could not be achieved due to access site bleeding, possibly because the suture did not catch the posterior wall. When the vessel was directly visualized by cutdown to achieve hemostasis, the perforation was confirmed and repaired via cutdown. The physician¿s opinion was that the posterior wall of the vessel was injured during the non-medtronic (perclose) closure system application, and that rubbing the area with a 18 fr non-medtronic (dryseal) sheath led to the perforation.

Manufacturer narrative:
Updated: b5. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Select patient information cannot be included in regulatory report due to regional privacy regulations. Continuation of d10: product ID evfxplus-26 (serial: (B)(6); product type: 0195-heart valves; implant date (B)(6) 2025; explant date n/a. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that prior to the implant of a transcatheter valve, the left femoral artery was unable to be "parked" using a non-medtronic closure system which was attempted twice. Therefore, the access site was switched from the right femoral artery to the left femoral artery. A pre-implant balloon aortic valvuloplasty (bav) was performed. The deployment of the valve was attempted twice and recaptured following each deployment attempt. Upon the third deployment attempt, the implant depth was adjusted and the valve was fully deployed at an optimal implant depth. Upon delivery catheter system (dcs) removal, tension was not applied. A non-medtronic sheath was inserted, and damaged at the access site was observed. Subsequently, surgical repair was performed to address the damage and the procedure was completed.

Manufacturer narrative:
Updated data: b5, h6. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received that the valve was recaptured twice because during the first deployment attempt, the position of the valve was too shallow which presented risk of dislodgement. Upon the second deployment attempt, the valve was positioned too deep. The type of damage observed at the access site was a perforation. The minimum diameter of the access vessel was 8.1 x 9.5 millimeter's. It was reported that it was unknown when the perforation occurred; however, it was noted that the non-medtronic closure device could not stop the bleeding, so the vessel was repaired. The perforation was first confirmed when the vessel was exposed by cut-down. Per the physician, the cause of the perforation was due to the non-medtronic closure device or the non-medtronic sheath. Per the physician, the dcs did not cause or contribute to the perforation.